Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 3. See 1920664-2015-00255 and 00256.

Event description:
The user facility in (B)(6) reported the cutter wasn't working properly. There was no patient impact or medical intervention required.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v5101 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected. The connector that is approximately 10 inches from the back of the cutter is loose but not separated. After tightening the connection, a functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as it should. It should be noted that a loose connection could contribute to poor cutting performance due to loss of vacuum. The cause of the loose connection cannot be determined. Report 1 of 3, see 1920664-2015-00255 and 00256.